Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not run in reverse and after the power bench test was completed, the unit would not run in forward or reverse. It was determined that there was an unknown substance found on the pick-up coupling and the electric motor/ electronic control unit (ecu) was damaged (no rotation). Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the electric pen drive device would not run in reverse. It was further reported that after the power bench test was completed, the device would not run in forward or reverse. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.